Event description:
The customer contacted stryker to report that their device unexpectedly shuts off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly shuts off. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.